Event description:
The customer reports that during a tubal ligation procedure, 2 trocars malfunctioned. The seal slipped off and gas leaked. Switched to a new one, it leaked as well. Finally opened a 3rd one to complete the procedure. No patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Add'l lot # a4cd36.